Manufacturer narrative:
Neither the pump nor the console data logs were returned from the field for evaluation. Several attempts were made to retrieve the patient, console data and case information. Multiple attempts have been unsuccessful, however if any additional information is obtained a supplemental report will be submitted.

Event description:
The impella 5.0 was implanted through right axillary site on (B)(6) 2017 to support a (B)(6) male patient who was awaiting a heart and kidney transplant. The sterile anchoring ring that secures the sterile sheath was observed to be broken on (B)(6), however the clinical staff reported there was nothing else out of the ordinary found with the pump. The nurse used tegaderm to secure the component. The pump was reported to be successfully supporting the patient on the (B)(6), with a note made stating the patient's ptt was reported to be 44 seconds. On (B)(6) a hematoma was discovered at the insertion site and the hematoma was drained. We are reporting this event for the sake of consistency and are awaiting additional information from the field regarding the treatment of the hematoma. On (B)(6) the purge line was damaged, therefore the pump operated without purge for approximately one day before it was exchanged for a second impella 5.0. The patient was successfully weaned from impella support on (B)(6) 2017 and did not require any further mechanical circulatory support. There was no indication of any further adverse effect to the patient following the surgical removal of the device.